Event description:
It was reported that the device may have reached its recommended replacement time [rrt] prematurely. It was also reported that a patient alert was triggered. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion is indicated. Time of recommended replacement time (rrt) in save to disk occurred on (B)(6) 2012, device, with rrt <=2.6251 volt. Weekly battery voltage trend data shows min bat=2.627 to 2.608 volts between (B)(6) 2012. One patient alert for low battery voltage occurred on (B)(6) 2012.